Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material adhering to insertion section could not be identified. However, it¿s likely the cause is related to insufficient cleaning via reprocessing. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had colored stripes in the image during preparation for use. Upon inspection and evaluation, the connecting tube has foreign objects. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿colored stripes in the image¿ was not confirmed. The following findings were also noted during device evaluation: air/water-cylinder has a scratch, suction-cylinder has no color, plug unit has a scratch, due to wear of angle wire, bending angle in down direction does not meet specifications, light guide-bundle has breakage, plastic distal end cover has a chip, bending tube is damaged, connecting tube is snaking, universal cord has coating peeling, and plastic distal end cover is dented. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.